Event description:
It was reported during in clinic follow that the atrial lead exhibited dislodgement. It lead displayed loss of capture in the atrial chamber and inappropriate capture of the ventricular chamber. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.